Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user mentioned that a patient had not appeared on the device and on the facility search. The customer noted that the patient admit date was incorrect. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing on the station. A technical support specialist (tss) found that a08 message for the affected patient was sent with the wrong admit time and recommended that the customer contact their admissions team to resend the a08 hl7 code in the active directory (adt) message for the affected patient to correct the admission time. The customer later confirmed that the issue was resolved after their admissions team updated the admit time in the active directory (adt) system. The system functioned as intended after the technical support specialist investigated the issue on the device.